Event description:
Pt reported that their one touch ultra meter was reading inaccurately high. Medical affairs specialist called and left a message for pt in 04/2004. There was no response for that call. Based on the initial info provided by the pt. Pt had to drive back home from a trip because there blood glucose was reading high. The blood glucose results documented are 140 mg/dl and 180 mg/dl, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt had also gone to see their doctor to see if it was pt testing high. Pt was still waiting for the results. Therefore, unk what the doctor's meters results was also, pt received glucose as treatment. Medical affairs specialist had attempted to call the pt to verify the treatment given to pt and also what the doctor's meter result was. A letter will be sent to the pt. The case is reported as a meter malfunction since it failed the precision testing.